Event description:
It was reported that there was a catheter migration/dislodgement (catheter moved down) at the distal segment; x-ray confirmed it was no longer at the desired location. The catheter was replaced. It was reported that the entire catheter was explanted, but it was later noted that the spinal portion remained in the patient. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse fentanyl, bupivacaine and clonidine. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information confirmed that the spinal portion of the catheter was left in the patient and the proximal segment was removed. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).